Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was exposed to water damage; let up to pump alarming button error and failed battery test. The customer stated he was working outdoors when it started raining, came indoors and noticed pump stopped working. The customer's blood glucose was unknown. The customer was advised the pump will be replaced due to button error, keypad issue and moisture. He was advised to revert to back up plan.